Event description:
The reporter indicated that device diagnostics were ran and resulted in a dc-dc code of 7, limit, high, and eri=no, indicating a potential device malfunction. It was also reported that the patient was last seen approximately 3 months prior and device diagnostics were within normal limits. The patient reported feeling a more intense stimulation. Revision surgery is planned. X-rays showed that the last wires appear intact at the connector pins. No fractures or discontinuities were observed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the reported hgih inpedance is unknown at this time. The event is currently being investigated.

Event description:
Further follow-up revealed that the pt's seizure rate has increased. The seizure increase is likely due to the pt not receiving the intended vns therapy. The physician reported that a lead fracture was confirmed; however, it is unk how this was confirmed. It was also reported that the pt wants to possibly try medication therapy rather than have revision surgery to replace the lead. The cause of the lead fracture is unk. Possible causes include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) twisting of the lead; 4) violent seizure; or 5) physical injury/accident.